Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up, noise was observed through merlin.net transmission. Lead was capped and replaced. Procedure was successfully completed with no adverse event. Patient's condition was stable.